Event description:
The customer reported no image signal during preparation for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.